Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents of balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an iliac artery stenting procedure, the 9 mm x 40 mm fox cross peripheral balloon dilatation catheter met resistance during advancement due to patient anatomy. Once at the moderately calcified lesion, during the first inflation at 10 atmospheres (atm) the balloon ruptured. The physician commented that the balloon rupture was due to the calcified lesion. Other non-abbott devices were used to complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.